Manufacturer narrative:
The device was returned for evaluation. Investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in switzerland, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the loader was fully inserted into the esheath, but it was not possible to advance the crimped valve through the esheath. X-ray was performed and a bending in the valve (one strut of the valve) was observed. The commander ds, including the crimped valve stuck inside the esheath were removed together without any problems. The valve did not exit the esheath and was never exposed to the vasculature. A new commander ds and new valve were used and introduced without any problems through the new esheath. The patient did not suffer any injury and was noted as to be discharged after the successful procedure.

Manufacturer narrative:
The device was returned for evaluation. Valve was crimped on proximal inflation balloon shoulder with one strut bent at inflow side. The valve was expanded for evaluation. Post expanded valve showed the valve frame distorted canted and one strut remained bent post expansion. The leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. No dimensional or functional testing was able to be performed due to device return condition. The reported event was confirmed through returned product evaluation. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment pr) is also captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in no patient harm, which did occur during this event. Trending analysis indicates complaint rates are within the march 2023 control limit. As the complaint did not exceed the pra reescalation threshold, no further action is required. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event excessive device manipulation high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, during the procedure, the loader was fully inserted into the esheath, but it was not possible to advance the crimped valve through the esheath. Xray was performed and a bending in the valve one strut of the valve was observed and per medical opinion, the root cause of the event might be a crimping failure or that the valve might have hooked whiles inserting and advancing the ds through the esheath. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100 percent in process inspections visual performed in manufacturing process and product verification testing functional and visual on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use IFU, device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations from manufacturing and the IFU training manual as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that procedural factors excessive device manipulation, high push force may have contributed to the reported event.